Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported stimulation was increasing by itself when they had not increased it. They stated that stimulation was on, but they did not feel it, and has never felt stimulation since implant. The patient also mentioned they had to turn the device off for a surgery, the day prior to the report, that was unrelated to the device or therapy. Follow up from the healthcare provider (hcp) noted that they took electrode impedances and the patient was encouraged to pay closer attention to when the amplitude increases and when they are not feeling stimulation sensation. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Event description:
Upon additional review of the information it was noted that the patient had fallen twice in (B)(6) 2016 and broken 2 ribs during his last fall. It is unknown what caused the lack of stimulation sensation and stimulation increasing by itself; however the patient has lot of falls and nearly falls on a daily basis.

Manufacturer narrative:
Additional information suggests that this event is related to regulatory report #3004209178-2017-00493. No further information will be reported under that manufacturer¿s report number. All further information will be reported under this manufacturer¿s report number.

Event description:
Additional information was received. It was reported that the patient had a device replaced, but it was not clear when or why this occurred. It was also noted that the patient¿s device does not seem to be doing anything, and that this one did not cause any problems until they fell on their butt. However, it was also stated that the patient¿s healthcare professional checked it and said everything was fine. It was later noted that the patient had not had help with their symptoms since implant. The patient also reported that they could not feel stimulation when the therapy was on and set to 6.2v. However, troubleshooting clarified that they could feel stimulation when it was set to 6.3v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.